Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) would not get past the loading screen. The pump was not powering up properly, not getting through the startup test. The same problem has happened before on this particular unit. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not reproduce the issue, but verified through logs that the startup test had timed out a couple of times. The fse reseated all boards and connections as per manual instructions and reloaded d.01 software. The unit passed all functional and safety tests to manufacturer specifications. Customer will monitor the pump checking it daily and report back if same issue occurs again.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.